Manufacturer narrative:
Patient information was requested; none was available.

Event description:
The international customer reported the device alarmed with vent inop due to a machine and proximal pressure sensor failure and the device stopped ventilating. There was no patient harm.